Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose level was 30 mg/dl at the time of incident and the current blood glucose level of the patient was 60 mg/dl. The customer treated with food and glucose tablets. Customer did not report any symptoms related to the low blood glucose level. The customer was not on auto mode at the time of the incident. Based on customer report customer was alleging over delivery on insulin pump. The customer was assisted with troubleshooting. The product will not be returned for analysis.